Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2008, the patient underwent a spinal fusion surgery on the lumbar region of his spine from vertebrae l5 to s1. Reportedly, during the surgery, rhbmp-2/acs was used in the patient. As reported, the patient's post-operative period had been marked by a period of improvement, followed by increasing low back pain, with pain and radiculopathy into his buttocks and lower extremities. Severe pain and symptoms ultimately compelled patient to undergo a revision surgery on (B)(6) 2011. Surgical findings included a large bony overgrowth with significant compression of the neural foramen

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.